Event description:
A 3/4" black screw was found inside the 30ml kwik vial. The screw must have entered the vial during the mfg process because it is too large to fit through the opening to place medication through. It appears to be a machinery screw.